Event description:
It was reported that while evaluating the device for a printer issue, a physio-control field service rep observed that the internal foam spacer placed around the display monitor had shifted upwards, covering a portion of the device's display. Although when the printer issue occurred the device was being used on a pt, the reported failure had no effect on pt care.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The display was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed display and verified that the foam tape had migrated into the viewable portion of the display.